Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. While advancing the wds in the was, the physician noted a small amount of fluid accumulating around the laa. The closure device was deployed and successfully implanted in the patient. At this time the pericardial effusion was noted on the posterior side of the heart located near the laa. The patients' blood pressure remained normal and there were no other symptoms or vital sign changes. The patient was monitored for 30 minutes with no change to their blood pressure or the effusion. No further treatment or intervention was performed. The patient stayed overnight and is expected to make a full recovery from this event.